Event description:
It was reported that a routine follow-up appointment, under-sensed episodes and high, out of range pacing impedance (>3000 ohms) were noted from this right atrial (ra) lead. Additionally, high pacing thresholds and loss of capture were observed. Provocative maneuvers were performed which also showed over-sensed noisy signals. The physician suspected the ra lead had fractured, but this was not confirmed via diagnostic imaging. Because the patient was not pacing dependent, the physician reprogrammed the device output to resolve the event and will continue with normal follow-ups. At this time, the ra lead remains implanted and in service. The patient was stable with no adverse consequences.